Manufacturer narrative:
It was reported that the male luer separated. Two samples model mzxt5307 were returned for investigation. The sets were examined for defects and abnormalities. The spin collar for the male luer was separated from the set. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, this issue is not related to the manufacturing process. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.

Event description:
It was reported that bd maxzero minibore pressure reated extension set separated the following information was received by the initial reporter with the following verbatim: we have had a couple of instances where the t-ports are coming apart on us. Two different ones have been brought to my office so far. I have asked that the next time it happens they bring me the packaging so I can get a lot#. So I'll get that to you when I can. The clear end that spins to connect the port to the catheter is coming completely off of the device. So the rest of the t-port cannot stay attached to the catheter. Another one has to be used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.